Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube under fill with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified

Event description:
It was reported that the bd vacutainer® lh 68 i.u. Plus blood collection tubes under filled.